Manufacturer narrative:
Correction: e3: occupation and g2: report source (add source). Additional information: d9, h3, h6, h7, h9, h11. H11: three (03) devices were received for evaluation. A visual inspection was performed and the following was observed: a small metallic object in the sealed packaging of a sample, dark fiber particle in the sealed packaging of the second sample, and a small dark fiber on the spike housing/flange and a dark spot on the white inlet connector of the third sample. The reported condition was verified. The cause was most likely inherent to contamination during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix vented micro-volume inlets contained particulates in the package. The particulates were in the packing and/or on the inlet. This occurred when the customer was going over their stock. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.